Event description:
This is a spontaneous case report received from a medical doctor in united states on 29-jul-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Doctor requested where to send x-rays for an essure, he has spoken about it. He stated the essure looked like to him it was in the uterus and the patient has never came back for a follow up, this was a few years ago. So recently she wanted the devices removed and the devices were removed. He thought they were removed completely. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure looked like it was in the uterus (seen as device dislocation), serious event due to medical importance and listed in essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, on x-ray essure looked like it was in the uterus, patient wanted the devices removed and the devices were removed. Given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The product technical analysis has been sought.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-aug-2016: ptc global number is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure looked like it was in the uterus (seen as device dislocation), serious event due to medical importance and listed in essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, on x-ray essure looked like it was in the uterus, patient wanted the devices removed and the devices were removed. Given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow-up from 04-nov-2016: follow-up attempts have been completed with no response to date. Follow-up from 08-nov-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure looked like it was in the uterus (seen as device dislocation), serious event due to medical importance and anticipated in essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, on x-ray essure looked like it was in the uterus, patient wanted the devices removed and the devices were removed. Given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained despite follow-up attempts.